Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not required as this is the only complaint reported to date for this product and lot. Investigation summary: one 6f navarre drainage catheter was returned for evaluation. Gross visual evaluation was performed on the returned device. The pigtail thread was not returned with the device. Therefore, the investigation is confirmed for the reported thread break issue as pigtail thread was noted to be stretched out and appeared longer than normal length at the distal end of the catheter. A definitive root cause could not be determined based upon the provided information. Labeling review: a review of product labeling documentation (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, nursing guide, and unit label) did not find any product labeling inadequacy. H10: d4 (expiry date: 05/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : see h10.

Event description:
It was reported that during the preparation of a drainage catheter placement procedure, the string allegedly broke and detached. The procedure was completed using another device. There was no patient contact.

Manufacturer narrative:
As the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. The investigation of the reported event is currently underway. Expiry date: 05/2025. Device pending return.

Event description:
It was reported that during the preparation of a drainage catheter placement procedure, the string allegedly broke and detached. The procedure was completed using another device. There was no patient contact.